Event description:
Triage cardiac device demonstrated low recovery rates for ckmb when testing with controls.

Manufacturer narrative:
Product support confirmed low tni, ck-mb and myo recovery on cardiac device lot w44467. Recovery was between 56% - 85% when devices were tested against in-house calibrations. Devices returned from the field recovered lower than in-house qc retains. Issue (B) (4) was opened in order to review the lot further and determine possible further action. CAPA, (B) (4) has been initiated and a recall, (B) (4) has been initiated for the lot in question.